Event description:
According to the customer, two erroneously elevated accu tni results from two different patients were gererated by an access instrument. The accu tni result for patient a was 1.09 ng/ml. The accu tni result for patient for pateint b was 1.17 ng/mg. The erroneously elevated results were not reported out of the lab. The customer reran the samples for patient a and b for accu tni on a different chemistry analyzer. The repeated accu tni result for patient a was 0.22 ng/ml. The repeated accu tni result for patient b was 0.05 ng/ml. The repeated results for both patients were reported out of the lab. There has been no change to patient treatment that can be attributed to this event.